Event description:
It was reported that difficulties were encountered with insertion and withdrawal of the obturators on four (4) size 4.5 ped, pediatric tracheostomy tubes. The devices were in use approximately two (2) weeks when the problems were encountered. There was one (1) pt involved with no reported pt compromise. Two (2) of the 4.5 ped devices were discarded. Two (2) 4.5 ped devices are reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the devices have not been received by the MFR.